Manufacturer narrative:
The investigation is ongoing and further information received will be provided in a final report.

Event description:
Customer reported issues with table not levelling with patient on table. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure table not levelling could be confirmed during the inspection. The event log of the table was investigated. The error indicates a defect in the motor's internal measuring system. In this case, the position data measured by the motor does not match the real data. The failure was resolved by exchange the right tilt motor. Although this event did not result in patient injury, if the reported incident was to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Customer reported issues with table not levelling with patient on table. This report was filed in our complaint handling system as complaint (B)(4).